Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(4) called in for help on 8100 unit when he connect unit to the main unit it power up then it gives a channel error but no error code. With that error he can be looking at the motor controller board or thr logic board on the unit customer was not near the unit to check again with me on the phone to see if it shows a error code on the main unit. (B)(4).